Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2018, the hcp was requesting MRI compatibility guidelines as it was suspected that the patient¿s pump had flipped. Per the hcp, the patient said the pump had flipped and they could not access the pump to put any meds in it. The patient told the hcp that this was the third time it had flipped and also mentioned that the pump felt warm to the touch. No patient symptoms were reported. The hcp did not know the event date. No further complications have been reported as a result of this event.